Event description:
It was reported that at the patient two month post operation check the implant detect on the device did not complete. The implant detect was manually turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 507652 implantable pacing lead - implanted (B)(6) 2005. (B)(4).